Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient was having issues with the pump and continuous glucose monitoring readings. There was no indication that the device caused or contributed to an adverse event. There was no further information available. If additional information becomes available, a follow up report will be submitted. This complaint is being reported because of an unspecified pump issue.

Manufacturer narrative:
Follow-up #1: date of submission 9/6/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: testing was unable to duplicate cgm issue complaint cgm history shows multiple extended ¿sensor noise¿ cgm reading interruptions on (B)(4) 2016,¿ sensor noise¿ is illustrated with ¿cs203¿ warning and it¿s define as unexplained cgm data received by the pump. ¿cs203¿ is a transmitter/sensor connection related warning. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No "cs203¿ warning or any alarm occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. Unrelated to the complaint, the pump failed the rf test due to read fw rev error and there was a cracked battery compartment below grip pad to case seal.